Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker declared safety mode. The patient was pacemaker dependent at the time. The device was explanted due to premature battery depletion and was replaced with a new device. No additional adverse patient effects were reported.